Event description:
Problem statement: it was reported the philips bench evaluation for a screen issue which is addressed in MDR #1218950-2014-05674, the bench technician found the etco2 module was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4).